Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned device found the distal surface to exhibit damage (nicked and gouged) and the dovetail feature is flared and compressed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left total knee procedure, multiple attempts were made and the articular surface would not go in. Additional unit was available and went in with no problem.